Event description:
This complaint is now reportable based on the analysis completed on 10/25/2006. It was reported that during a coronary artery drug eluting stenting treatment procedure, failure to cross the lesion occurred. A 2.5x8mm taxus liberte drug eluting stent had been advanced to treat a "metastasis" in the left anterior descending artery, but the device could not cross the lesion. The procedure was not completed for unspecified reasons. There were no patient complications reported with the patient's current condition listed as "good". Returned product analysis revealed stent damage.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device revealed damage to the proximal end of the stent. The proximal stent struts were pulled back distally. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. However, the complaint states that the physician could not cross the lesion with this unit. Examination of the device could not identify any issues with the distal section of the stent or tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is unknown.